Event description:
During a code, duck bill valve did not operate correctly. After approximately 1 minute into code customer noticed that valve was sealed shut and not operating correctly. Customer immediately changed to another resus bag. Medical alert has been filed by the hosp. Customer states in report that resuscitation bag contributed to death of pt. Sample is being held by customer until authorized release by safety officer.